Event description:
It was reported that a procedure was performed to treat a lesion in the left anterior descending artery (lad). It was noted when removing the ht turntrac guide wire (gw) that was jailed in the lad, the gw snapped at the distal tip. Another gw was used to determine how much of the separated piece was left in the left main artery. A clinical delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a procedure was performed to treat a lesion in the left anterior descending artery (lad). A ht turntrac guide wire (gw) was noted to be jailed by a previously implanted stent in the lad, and during its removal the gw snapped at the distal tip. The separated tip was embedded to the vessel wall behind the stent, and another gw was used to determine how much of the separated piece was left in the left main artery. A clinical delay was reported. Subsequent to the initially filed report, the device was received and the product return analysis could not confirm the separated tip. It was confirmed by the account the replacement device was inadvertently returned which was noted to have no issues during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire became jailed with a previously implanted stent. The entrapment of the guide wire likely occurred due to stent placement technique during deployment. Additionally, it was reported that manipulation of the guide wire, when the entrapment occurred, resulted in the wire separation. The separated portion of the wire was embedded into the lesion. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - clinical code 2687 removed; 3165 added.